Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a leakage was observed on the hub section; however the hemostatic valve position cannot be observed; also, no damages were observed on the hub or the brim cap that may indicate the leakage source. The potential cause of the leakage cannot be determined based on the photo provided by the customer. A device history record review was performed for the finished device lot number 60000675 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was blood leakage in the hemostatic valve. A new device was used to complete the surgery. No dislodgment or damages were noted on the hemostatic valve, brim cap, or hub. No air entered the patient's body. The procedure was completed. No patient consequences were reported.